Event description:
Information received from the field notes that the patient called in to report that the device had worn through the skin. The patient was referred to his physician and the device was subsequently replaced.